Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied. Visual inspection of the ins trument revealed no abnormalities. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. In addition; each device is inspected during manufacturing to confirm the presence of a full clip complement. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cystectomy, 2 instruments were jammed. The clips got stuck on jaws. The third contained only 3clips. New clips were used to resolve the issue. There was no patient injury.